Manufacturer narrative:
Discordant negative grading of a 4+ reaction in d(rh1) antigen typing for one patient's sample using ortho biovue system in conjunction with an ortho vision biovue analyzer. The root cause could not be confirmed, however it was determined as being potentially due to a possible calculation error in a specific portion of the cassette imaging software (cims) responsible for classifying biovue column side grades and side features into a column grade using a classification tree. No biased result was reported to the physician. The patient was not harmed. (B)(4).

Event description:
A customer complained after obtaining what was described as a discordant negative grading of a positive reaction in d(rh1) antigen typing for one patient's sample using ortho biovue system in conjunction with their ortho vision biovue analyzer. Complainant: (B)(6) ¿ laboratory technician. Complaint reporter: (B)(6) ¿ ortho care service and support coordinator. Event date: (B)(6) 2016. Software version: 3.6.0. Reagents: ortho biovue system abd confirmation cassette lot ndc147a expiry date 28 april 2017. Patient information female, (B)(6). The customer reported that on 12 december 2016, they had tested a patient¿s sample for d(rh1) antigen typing using ortho biovue system abd confirmation cassette in combination with their ortho vision biovue analyzer and that they had obtained a positive reaction (4+ reaction) with biovue anti-d(rh1) reagent and that the ortho vision biovue analyzer had reported a negative grading for this reaction. The customer reported that no biased result had been reported to a physician and that the patient had not been harmed as a result of the reported event.